Event description:
It was reported that the patient's neurostimulator "shuts itself off" and "it disappears." It was noted that the patient never had a therapeutic effect "since day 1" and that the patient's physician agreed to remove the device. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was a failure of the device. It was noted that the lead and generator were involved in the event. It was unknown if there was a 50% or greater symptom reduction. Troubleshooting included x-rays. The patient status was unknown as the patient had not been seen since (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: lead model neu_unknown_lead serial# unk implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# unk.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID 37743, implanted: (B)(6) 2009, product type: programmer, patient. Product ID 37743, implanted: (B)(6) 2009, product type: programmer, patient. Product ID neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that there was complete explant. The reporter noted that for a year after the patient was implanted, they tried to reprogram and get the right coverage but were unsuccessful. It was noted that the patient had troubleshooting via reprograming. It was noted that when the spinal cord stimulation (scs) was explanted, it was found to be hooked up or implanted incorrectly. It was noted that the lead was never hooked up right in the first place.